Manufacturer narrative:
(B)(4)

Event description:
It was reported that three drops in battery voltage measurements were observed during interrogation. Overall trend showed normal battery depletion for all other measurements. Device will continue to be monitored. No further information available.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed, but at the time of analysis the clusters did not appear to be in a location or size that would be sufficient to cause an internal short of the battery. As a result, the cause of the premature battery depletion could not be conclusively determined. However, from these analyses, in the absence of other root causes, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit.

Manufacturer narrative:
(B)(4).

Event description:
New information received. Device was explanted on (B)(6) 2016 and a new device was implanted. Device is also under the advisory of premature battery depletion. Patient had no adverse consequences.